Manufacturer narrative:
Date sent to the FDA: 12/16/2020 additional information: a2 date sent to the FDA: 12/16/2020. Corrected information: d6a. Corrected b5 narrative: it was reported that the patient underwent left inguinal hernia repair surgery on (B)(6)2006 and mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent left inguinal hernia repair surgery, debridement of properitoneal and excision of fistulous to left scrotum on (B)(6) 2012. No additional information is provided.